Manufacturer narrative:
This report responds to medwatch# (B)(4). Investigation summary: two (2) event units were returned for evaluation. Upon inspection of the first unit, engineering determined that the unit functioned properly. The clips were fired off one at a time and conformed to all specifications. The unit was disassembled for further evaluation and met all specifications. The second unit was evaluated and actuated. The remaining clips were fired off one at a time and conformed to all specifications. The unit was disassembled for further evaluation and interference between the jaw and closure member was found. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. Your experience with the second unit may be due to the friction between the closure member and jaw, which can cause the jaws to retract slowly and misfire clips. Applied medical has recently implemented device enhancements intended to minimize the potential for this type of incident to occur. All product shipped now contains these improvements. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. This document represents our initial/final report.

Event description:
"The clip was not functioning properly/holding and deploying, lot#1221467, dr (B)(6)." Per medwatch report: "the clip was not functioning properly/holding and deploying."